Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the right ventricular lead was capped (B)(6) 2019 and replaced during a routine generator change. A new system was implanted. There was no confirmed fracture on x-ray. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacing lead impedance and capture threshold on the right ventricular lead had increased considerably since (B)(6) 2018 and pacing was low. A lead fracture was suspected. Programming changes to turn off therapy were made in order to prevent noise and inappropriate shocks though these were not observed. The physician's plan was to replace the lead during a routine generator change at a later date. The patient was stable. No further information was available at this time.